Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged white power cable with green leakage could not be confirmed through this evaluation. It was reported a system controller exchange was performed regarding the damaged white power cable. Additional information communicated that the previous system controller (serial # (B)(6)) had the damaged white power cable with green leakage. The system controller exchange resolved the issue. The information indicated the previous system controller will not be returned for an evaluation. A root cause of the that led to the damaged white power cable could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white battery cables on the system controller were exposed and had green leakage. Exchanging the system controller resolved the event and there were no adverse consequences as a result.